Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05184. It was reported that vessel dissection occurred. The patient underwent cardiac catheterization which revealed graduated extensive severe obstructions. The 95% stenosed, eccentric target lesion was located in the calcified and with great amount of thrombus in the 1/3 proximal, medial, and distal right coronary artery (rca) and the middle 1/3 of the posterior ventricular branch. The patient was diagnosed with acute myocardial infarction and was referred for recanalization. Four promus everolimus stents were then implanted. After the fourth promus stent had been implanted, a dissection was noted at the distal 1/3 of posterior ventricular branch of the right coronary artery. Subsequently, a 28 x 2.25 promus premier&#10244;rug-eluting stent was then advanced to treat the dissection. However, a slight bend was noted in the proximal end of the balloon catheter and in attempting to rectify the device, the catheter broke. The distal end of the catheter had not yet crossed the lesion and was thus removed successfully and the procedure was terminated. No further patient complications were reported and the patient's status was stable.